Manufacturer narrative:
H3: device was evaluated by third party service center.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's blower and system board needs to be replaced to address the issue. In addition of the above evaluation, the device's machine flow sensor was replaced due to the contamination. The device's base assembly and outlet side panel were replaced due to cracks and front panel was replaced due to keypad damage, which was not related to the malfunction/issue.